Event description:
It was reported that a revision was performed, due to the dislocation of the device. However, the device was used with a competitor's products.

Manufacturer narrative:
The damage on the apex region of the femoral head was due to contact and articulation with the reported embedded ceramic fragment located in the articulating surface of the liner. The metal transfer in the equatorial region of the femoral head was likely due to contact with the ti-alloy acetabular shell as a result of the dislocations. However, the liner and femoral head were used with a competitor's product.